Event description:
It was reported a knee manipulation under anesthesia 5 weeks post-operation as consequence of an increased stiffness and rash. The initial total knee replacement surgery happened in (B)(6) 2015.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, this case reports a (B)(6) female with a nickel allergy underwent a tka due to severe arthritis and synovitis. Due to the patient¿s metal sensitivities, the surgeon selected the smith and nephew oxinium femoral component and titanium tibial components. The patients¿ incision healed, but developed stiffness almost immediately with surrounding rash. Approximately five weeks post implantation the patient required a manipulation under anesthesia. Per the detail page, the patient initially had fairly good range of motion after the manipulation, but developed increasing stiffness and progressive rash. She has had multiple workups for infection which were all negative. Her components appear well positioned and secure. The patient¿s llt indicated she had a strong allergy to nickel. However, she improved with steroid injections and oral steroids. She is currently on some immunomodulators through her dermatologist and allergist. A revision surgery is pending in the future depending on the outcome of the (B)(6) clinic consultation for recommendation on treatment options for the patients¿ metal sensitivities. The future impact to this patient is unknown since this issue is has not resolved. No further clinical/medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.